Manufacturer narrative:
The customer¿s report of extension tubing leaks was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack. Visual inspection of the luer (cavity 15) observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed the female luer was inspected under magnification, to determine if any stress marks were noted. No stress marks were observed. Functional testing was performed and the syringe was depressed and a leak was observed as fluid flowed through the crack on the female luer on the used extension set received. Further visual inspection was performed by supplier quality engineering in which engineering confirmed is an issue with the manufacturing process of the female luer component which is manufactured by a third party supplier. The root cause of the leak was identified as a crack. The cause of the crack was not fully identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing was leaking at the site of connection between the neutron cap and the luerlock of syringe tubing. Customer reported no patient harm.